Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the tpn and lipids were started at 2115. The lipids (250ml) was set to infuse at 21ml/hr and were supposed to run over 12 hours but the bag finished early at 5:45 when it was supposed to have finished at 0916. There was no spill or any mistakes noted. The channel still showed 77.6ml left as volume to be infused but the bag was empty. There was patient involvement but no harm.

Event description:
It was reported that the tpn and lipids were started at 2115. The lipids (250ml) was set to infuse at 21ml/hr and were supposed to run over 12 hours but the bag finished early at 5:45 when it was supposed to have finished at 0916. There was no spill or any mistakes noted. The channel still showed 77.6ml left as volume to be infused but the bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: unique device identifier (UDI)#, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module over infusion was not able to be confirmed from the log analysis or replicated during laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. It was noted that the suspect pump module bezel was under a recall; however, the recall issue of cracked/separated bezel bosses was not found existing on the bezel. Bd released recall notification mms-21-4400 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having a potential to separate at the bezel posts. The separation of one or more posts may result in free flow, over infusion, under infusion and interruption of infusion. The following was released in addition to the recall notification letter: mms-21-4100 attachment b customer response form, mms-21-4100 attachment c figures, mms-21-4100 attachment d service bulletin 621a. The pump module logs were downloaded to ascertain event details associated to the reported complaint. The facility reported the event date as november 06 and november 07. A review of pump module error logs showed no errors were recorded related to the reported incident. At 9:15 pm the pump was selected and programmed by an external control with a rate of 21ml and a volume to be infused (vtbi) of 250ml, the infusion started with an accumulated prior infusion pvi (primary volume infused): 102.721ml on (B)(6) at 1:34 am the infusion was paused, then, at 1:36 am the infusion was restarted. At 5:36 am the infusion was stopped by an air in line alarm with a pvi (primary volume infused): 274.854ml, then, the infusion was restarted. At 5:37 am the infusion was stopped by an air in line alarm with a pvi (primary volume infused): 275.114ml and the infusion was silenced, then, at 5:40 pm the pump was powered off. The total primary volume infused was calculated to be 172.393ml. This value was derived by subtracting the initial accumulated pvi (primary volume infused) = 102.721ml at the start of the infusion from the final pvi (primary volume infused) = 275.114ml at the end of the infusion. No further infusions with the suspect device were noted on this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Per the bd alaris¿ system with guardrails user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0404, a1801, a040502, a0401, c070606, c23, c0601, c07, d02, d11, d01, d15, g0301201, g04037 and g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.